Manufacturer narrative:
On 10/15/2015 medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/15/2015 a medtronic representative, following-up at the site, clarified the surgeon continued the procedure to completion using fluoro. The medtronic representative performed the system check-out, was unable to replicate the reported behavior and confirmed that the navigation system was functioning normally. It was suspected anatomical movement occurred while the surgeon worked away from frame. On 10/20/2015 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. On 11/04/2015 a medtronic representative, following-up at the site, reported there was no change in procedure. The guide wires were already placed and the site confirmed those were placed correctly and then the surgeon proceeded to put screws in. It is deemed likely that the patient moved while putting screws in one side and using the navigated tap on the other side. Young patient with good bone made it difficult to get the screws down easily. No parts have been received by manufacturer for analysis. No further issues have been reported. (B)(4).

Event description:
A medtronic representative reported that, while in a spine procedure, there was an alleged inaccuracy. In a minimally invasive t11-l2 surgery, the surgeon alleged being inaccurate by 10 millimeters laterally. The reference was on t11 and navigation looked accurate on that level, however, became less accurate later in the surgery when they moved to other levels. They were operating on both sides. The surgeon proceeded with the procedure. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.